Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings:during testing, the pump powered on properly and displayed the verify screen; however, the display screen appeared dim and discolored. The complaint of a blank screen was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.